Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. The presence of hydrophilic coating was confirmed. An attempt to flush the microcatheter was made using a lab sample syringe. However, it was met with high resistance. A lab sample guidewire was used to insert into the microcatheter, but the proximal inner diameter was blocked. X-ray inspection was made, and it revealed a detached stent blocking the inner lumen of the proximal end of the microcatheter. The concomitant stent was retrieved, and a guidewire was inserted, and an attempt was made to advance it. However, the inner lumen was found occluded with blood coagulum in multiple sections along the entire length of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The issue reported regarding the microcatheter being obstructed is confirmed based on the occluded condition. This condition suggests that a sufficient saline flush was not maintained, since according to risk documentation, the inability to flush and/or insufficient saline flush can compromise the microcatheter's performance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31557198) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31557198) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9651820) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31557198) and could not be advanced further. The physician retracted the only the stent, but the stent component was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent to replace it with a second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9597728). This second stent was still impeded in the hub of the microcatheter. The physician removed both devices from the patient and replaced them with devices (other manufacturers) to complete the procedure. There was no report of any negative impact on the patient. On 08-sep-2025, additional information was received. The information indicated that the location of the targeted aneurysm of this endovascular embolization procedure was the posterior communicating artery (pcom). Related to the first stent (enc452212), aside from the reported premature stent detachment in the microcatheter hub, there was no damage noted on the stent / stent delivery system. Related to the second stent (enc452812), when the stent was removed from the microcatheter hub, it was still on the delivery wire; it was not known whether there was any damage noted on the stent / stent delivery system of the second stent. There was no damage noted on the microcatheter. The additional information confirmed that only the second stent (enc452812) and the prowler select plus microcatheter are available for return; the first stent was discarded. The additional information confirmed no negative patient impact and no clinically significant delay in the procedure.